Manufacturer narrative:
System analysis/service repair in the field was performed on september 23, 2015 and resonator s/n (B)(4) was returned to manufacturer on september 30, 2015. Product evaluation: the resonator s/n (B)(4) was evaluated on november 04, 2015. The evaluation noted internal damage including diode wavelength shift to 804.13 nm; both lbos were moisture damaged; coupler cover assembly, coupler cover were down revision and stuck, unstable power noted with x-y q-switch and aim beam output power was noted to be too low (1.3mw should be >=5.0mw). The diode stack, both lbos, q-switch, aim diode- aligned power to 6.1mw, coupler cable assembly, coupler cover and desiccant were replaced. The resonator was realigned and a new test report was completed.

Manufacturer narrative:
System analysis/service repair in the field was performed on september 23, 2015. The replaced resonator s/n (B)(4) was returned to manufacturer on september 30, 2015.

Manufacturer narrative:
System analysis/service repair: the system was evaluated in the field; the reported error code was confirmed and determined to be the result a low laser diode voltage / faulty resonator. The resonator was replaced (s/n (B)(4) installed); the system tested and verified to specification. The faulty resonator (s/n (B)(4)) will be returned to the manufacturer for evaluation (B)(4).

Event description:
It was reported that while using the greenlight laser system during a prostate procedure, errors 111 and 172 ("diode voltage low") occurred. The case was completed using an alternate procedure (turp). Patient outcome: "ok" - there was no injury reported.